Event description:
A customer reported a power source alert occurred with their pump, and despite attempts to charge it using different wall adapters and charging cables, the issue persisted. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, instructing the customer to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues. The customer was guided on how to fully deplete the pump's battery before sending it back using a pre-paid label provided by technical support, which the customer understood and acknowledged.